Event description:
It was reported that during implant while attempting to unscrew the setscrew, the screw completely dislodged from the connector block. It was not possible to put the screw back in place, so the device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the us. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached.